Event description:
A 2.5 mm diameter x 18 mm length endeavor rapid exchange (rx) drug-eluting coronary stent was deployed in the lcx # 7 of a patient with no issue reported. Approximately 2 months post implant, 90% stenosis was observed at lcx # 11-13 and 2 other manufacturer stent were deployed with overlapping. No thrombus was observed around the relevant endeavor stent. However, it was reported that approximately 4 months post index procedure the patient was transferred to hospital in cardiac arrest. Cannulation, ECG, artificial breathing and heart massage were performed, however, the patient died due to cardiac failure. The physician has commented that the reported event was, most likely caused by a new lesion and while it is possible that there may also have been a thrombus, this cannot be confirmed as no cag was performed.

Manufacturer narrative:
(B)(4). Root cause of death cannot be determined based on information available, st/death.